Event description:
A surgeon reported that while implanting an intraocular lens (iol), the capsule broke and an anterior chamber vitrectomy was performed. He then attempted to place the iol in the sulcus by suturing the haptics. As he was placing the second haptic, the first haptic pulled out and the lens fell to the back of the eye. The broken haptic was removed, but the lens remains in the eye. Per the surgeon, the pt had weak zonules due to a prior injury, which was not disclosed by the pt until after the surgery. The pt had resulting corneal edema, corneal dystrophy, and was referred to the retina specialist for iol removal. Additional information was received from the surgeon who reported "the trailing haptic fell off allowing optic to fall into vitreous" while attempting to fixate the iol in the sulcus posteriorly. The event continues, as the iol is "still loose in the eye." Per surgeon, the retinologist is waiting for the cornea to clear before attempting to remove the iol. The pt may also need to have dsaek (descemet's stripping endothelial keratoplasty). No intervention has been scheduled yet.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).